Event description:
On (B)(6) 2008, the plaintiff was implanted with an ams monarc sling. The plaintiff's attorney alleged that the plaintiff "suffered injuries including treating of the vaginal wall, urinary problems, severe mental anguish and corrective surgery as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, infection, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.